Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were harder to press. Customer stated that insulin pump clip was cracked, rejected new batteries, unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump return expected.

Manufacturer narrative:
Software version: 4.11e. Retainer ring black. On 03/01/2022 the customer alleged no delivery or occlusion alarms, cosmetic damage (damaged belt clip rails), unresponsive keypad, and failed battery test. Device passed the self-test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement, and occlusion test. No unexpected insulin flow blocked, failed battery test, nor stuck key alarms noted during testing. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specific range. No confirmed no delivery alarm, stuck key alarm, nor failed battery test alarm on the event date of 03/01/2022 in the device downloaded history. Device passed the keypad voltage test. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: broken belt clip rails, faded serial number label, scratched case, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. Customer alleged for no delivery or occlusion was not confirmed. Stuck button alarm was not confirmed. Customer alleged for failed battery test alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.